Event description:
Patient was getting lo message in using device over a 2-3 week time span, and ate sugar in response. Patient did not contact physician as recommended in labeling. Patient eventually went to doctor, found blood glucose value was hi and was subsequently hospitalized. Follow-up with reporter indicated that the hospitalization was due to more than just hi blood glucose.